Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of instrument broke off.

Manufacturer narrative:
The straight forcept rod holder was returned for evaluation. Visual inspection revealed that the distal end portion had become fractured. Fracture analysis found evidence of a static overload failure. A DHR review found no issues during the manufacturing or release of the device that could have caused or contributed to the report event. The complaint trend analysis found no related complaints. The root cause cannot be positively determined however there is evidence that the device was subjected to a static overload. Based on the outcome of the investigation, this complaint will be closed with no further action required. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.